Manufacturer narrative:
The insulin pump was received with detached/broke end cap. Unable to perform any testing including the displacement due to detached end cap. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump was damaged. The customer stated that the motor drive cover had fallen off. Customer was cleaning the device before the incident occurred. Blood glucose was 23 mmol/l and the high reading was possibly related to the damage. It was unknown how the customer treated the high blood glucose. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.